Event description:
It was reported that a pump is intermittently inoperable while using dc power. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep model and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The backflex was replaced.